Manufacturer narrative:
The lead was actively in service for approximately 23-years, 7 months since the (B)(6) 2025, event date. The lead was surgically abandoned, capped off and remains implanted. No lead was returned to oscor inc. For evaluation; however, a complaint notification was provided. Based upon the implant date of this lead (B)(6) 2002, the device history records are beyond oscor's record retention period. Without the return of the actual device in question, for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. Inspection procedures require all oscor products to pass all in-process and qa final inspections before shipping to the customer. This complaint is non-verifiable as the product was not returned for evaluation. In conclusion, based on the information available at this time it cannot be confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Patient scheduled for a new right ventricular (rv) lead placement due to rv noise and low impedance. New rv lead was placed with no issues, old rv lead was capped, remains implanted, and generator change was performed due to normal battery depletion. What troubleshooting steps took place, if any, resolved the issue? New lead placed. What is the next course of action? Unknown. Patient present at time of event? Yes. Patient complications? No patient complications.